Event description:
The tech alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The tech found the side rail has a broken weldment on the lift arm and the lift arm on the side rail is torn off. The tech replaced the side rail to resolve the issue.